Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 122", "pager fault 123" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunciton.